Event description:
It was reported that the right ventricular lead exhibited noise, causing inhibition in both the atrium and ventricle prior to entering ventricular noise reversion. The patient was symptomatic during the events. At follow up on (B)(6) 2014 the device was reprogrammed and remained implanted.